Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was removed from storage mode on (B)(6) 2016. The first lead impedance error occurred on (B)(6) 2016. Lead impedance errors are normal when a device is not implanted. The device began beeping every day due to the continuing lead impedance faults, which is normal behavior. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was taken out of stored mode and was beeping. An inquiry regarding the safety of implant this device was requested. Engineering analysis noted that the device was taken out of storage mode most likely on (B)(6) 2016 and has been beeping since about 1 week after that date when the first electrode impedance test was completed and resulted in a high impedance error. The power consumption when taken out of storage mode and beeping was about three times the normal storage mode usage and if this device was implanted today it would have about six months less longevity than nominal. The device may meet longevity specifications, but it would exhibit a sudden drop in percentage remaining when it reaches the voltage transition. Noted not to implant the device and return device for analysis. No adverse patient effects were reported.